Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow up, two nonsustained lead noise episodes were observed. Lead was capped and replaced.